Event description:
During an atrial fibrillation ablation, a farawave was selected for use. During procedure, while aspirating with the catheter initially inserted in the patient, continuous bubbles kept coming out of the sheath. After removing the catheter, the sheath was aspirated without any bubble's presence. It was flushing the catheter lumen the catheter, reinserting the catheter in the sheath and aspirating additional time, the bubbles continued to flow out of the sheath. It was noted that replacing the catheter resolved the issue, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observe and the irrigation was functional in all deployment states. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. During procedure, while aspirating with the catheter initially inserted in the patient, continuous bubbles kept coming out of the sheath. After removing the catheter, the sheath was aspirated without any bubble's presence. It was flushing the catheter lumen the catheter, reinserting the catheter in the sheath and aspirating additional time, the bubbles continued to flow out of the sheath. It was noted that replacing the catheter resolved the issue, and the procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.